Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The device had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window, and missing end cap sticker.

Event description:
It was reported that the insulin pump had blank display. Customer stated that he will be in (B)(6) for three months. Customer reported that he attempted to treat himself for 2.4 units of insulin to bring down his blood glucose of 300 mg/dl. He received 3 units before the insulin pump shut down again to blank display. Customer reported the insulin pump never regained the display. During the troubleshooting, it was found the insulin pump display did not return. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.